Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease, calcification white in the surface of the shell and an opening. A leak test was performed and found an opening on the radius and the posterior. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening and opening striated in the posterior side and non-penetrating nick. A dimension measurement in the shell was performed which identified the thickness was within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on radius due to an unidentified (tear) opening. A striated edge opening on anterior due to surgical damage. Non-penetrating nick in the posterior side. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a unknown side deflation and pain. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation is deflation and pain.

Event description:
Healthcare professional reported a left side deflation and pain.